Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following observations were noted: sheath liner was fully expanded. Sheath distal tip opened but radially torn. Score lines present at intended location. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported sheath distal tip torn and difficulty advancing through sheath were confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as determined in a pre existing investigation. These factors may increase resistance during advancement of crimped thv through distal tip. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences affiliate in denmark, regarding an implant of a sapien 3 ultra resilia valve in aortic position by transfemoral approach. During advancement of the valve through the esheath plus, more push resistance than expected was observed when the valve was crossing the distal tip of the sheath. After force, suddenly the valve moved forward out of the sheath. The implant was successfully performed. After removal of devices, a tear in the distal tip of the esheath plus was observed. The patient did not suffer any injury and was noted as to be fine.

Manufacturer narrative:
E1 phone number (B)(6). Investigation is underway.